Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one of the cassettes started steady beeping while in the run mode, then no disposable. Unable to resolve so switched to backup pump and immediately alarmed no disposable. Also reports a little while ago when attempted to fill a different cassette it was hard to put the medicine into the cassette, even with the blue piece on. No additional details known. No patient injury was reported.